Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Two clips were implanted and mr was reduced from grade 4 to grade 1. On (B)(6) 2018, it was noted that the medial clip had detached from the anterior leaflet, remaining attached to the posterior leaflet (slda). A chordal rupture occurred and mr grade increased to 4+. The other implanted clip remained stable. A second mirtaclip procedure was performed on (B)(6) 2018 and 1 clip was implanted, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (large left atrium and rotated heart). The reported worsening mr and mitral valve injury (chordal damage) appear to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.